Event description:
Boston scientific received information that during an interrogation of the device an alert to check the right atrial lead was noted. The pacing impedances were out of range. Isometric tests were performed and noise was confirmed on the right atrial lead. A partial lead fracture was suspected. The device was reprogrammed and the right atrial lead remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.